Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they hospitalization with high blood glucose level and diabetes ketoacidosis on (B)(6) 2018. Customer's blood glucose value was 190 mg/dl at the time of the incident, blood glucose was 436 mg/dl ,blood glucose was over 400 mg/dl, current blood glucose was 190 mg/dl. The symptoms was vomiting and stomach. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was wearing the insulin pump at the time of admission. The customer was treated with manual injection and insulin pump. Customer will not return device for analysis.